Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose and also under delivery anomaly. The customer¿s blood glucose level was 300-400 mg/dl at the time of incident and current blood glucose level 190 mg/dl. The customer was treated with manual injection. The customer was advised to reconnect tubing at quick release set and prime a 5u fill cannula and the insulin exited during priming. The customer stated that the pump was not working and was not getting the insulin. The customer allege pump was under delivering due to high blood glucose and insulin flow block. The customer was advised if they have concerns their pump may not have detected an occlusion we can test this alarm using a tubing clamp. The insulin pump will not be returned for analysis.